Event description:
Revise the device as for a mobilization of the acetabulum.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.